Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had an MRI about a day ago and system was turned off for the procedure, but when they turned it back on the patient felt overstimulated and it caused them to urinate. The patient does not currently have a managing physician. Technical services(ts) recommended that the patient turn down stimulation until the patient can establish with another doctor. The caller was not with the patient. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient and a patient rep. Patient's son called said that they received a letter from medtronic, ref#: (B)(4). 1) patient does not have a managing physician at this time. 2) caller will charge external components and call patient services to receive instruction on how to connect to decrease setting to a more comfortable level. Reviewed physician listings however caller declined due to distance said patient isn't able to travel long distances. Checking with patient's medical insurance for listings was suggested. Reviewed therapy and device information and caller wasn't aware that they would be able to make adjustments, thought only the physicians were allowed. Caller said will go to patient's house today or tomorrow and charge components and then they will call back for instruction. An additional call was received from the patients son and they called for assistance in turning the therapy down because since several months ago, the patient's bladder had been overactive. The caller stated the doctor told them to turn the therapy down. Patient services walked the caller through connecting to the patient's settings. The caller stated "it worked this time. The last time it took us three tries." The caller turned the patient's therapy down and they were going to monitor the patient's symptoms. The caller reiterated that the patient did not have a health care provider (hcp) because the one who implanted the patient had moved away and there was no one the patient could see who was closer than 2 hours away and the patient couldn't drive in the car that long. The caller stated the patient had turned the therapy off in the spring for an MRI. The caller stated they'd call back if they had any further questions. In a letter received from the consumer it was reported that no one knows about it as their hcp as left town. When asked about steps taken to resolve they reported none and that they would call patient service and do it themselves. The issue was not yet resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.